Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the lcd screen started flickering and making screecing and beeping noises. The customer stated that the lower o ring by the plunger fell off, and the reservoir is leaking. It was also reported that the insulin pump switches screens on its own. Customer's blood glucose level at the time 270mg/dl. No additional information was provided.